Event description:
It was reported the pt experienced an intense stimulation sensation from her chest down to the soles of her feet. The stimulation had stopped working 2 years ago and when she was twisting to get out of the car, the stimulation turned on. The pt was traveling and was unable to get home to use her pt programmer to turn off the device. Add'l info received indicated the pt was seen and the stimulator was turned off.

Manufacturer narrative:
(B) (4).